Manufacturer narrative:
Patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat troponin-I results on the architect i1000sr, serial number (B)(4). Through an extensive investigation, the fsr found the arc sens lvl trg, list number 08c94-66, cracked and needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two patients. The following data was provided (customer¿s reference range is 0.0-0.03 ng/ml): sample ID (B)(6) initial result was 1.212 ng/ml, the patient was redrawn twice, and the results were 0.01 and 0.01 ng/ml. The physician questioned the results and all three samples were repeated on the same analyzer and the results were 0.01 ng/ml. All three samples were also tested on an stat machine and the results were 0.00, no unit of measure was provided. Sample ID (B)(6) initial result was 0.171 ng/ml, the patient was redrawn twice, and the results were 0.03 and 0.03 ng/ml. The physician questioned the results and all three samples were repeated on the same analyzer and the results were 0.03 ng/ml. There was no impact to patient management reported.